Event description:
Clarified event description-it was reported that a vitagel kit was opened during a case and the syringe containing collagen was absent. Another box of vitagel was obtained and was used to assist in finishing the case. The collagen syringe was present in the second box of vitagel. There was no reported patient injury however there was a reported 10 minute delay to obtain a second unit of vitagel.

Manufacturer narrative:
The sales rep was aware of this event on (B)(6) 2013, but did not report the event to stryker until (B)(6) 2013. The event was not processed internally until (B)(4) 2013. Corrective action is being taken internally due to late reporting of complaint. This was the first reported complaint of a vitagel collagen filled syringe missing from kit. There was no reported patient adverse event other than a 10 minute procedural delay. A second complete kit was made available and used to complete the procedure.